Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion (22,20,21 pounds per square inch).this occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem undetected downstream occlusion 22, 20, 21 was not reproduced. Evaluation performed downstream occlusion testing and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. The force sensor will require calibration per service procedure. Should additional relevant information become available, a supplemental report will be submitted.